Manufacturer narrative:
Evaluation summary: no devices or photos were received, therefore, the condition of the femoral head is unknown. The location and severity of the fracture is unclear. Surgical notes from the primary surgery and any subsequent surgeries were not provided. It is unknown whether the components were implanted per the applicable surgical technique(s). No x-rays were returned; therefore, the fit and orientation of the components are unknown. Instrumentation used is unknown. Information regarding mating components such as the shell, liner, and stem was not provided. Patient factors that may affect the performance of the components such as patient height, weight, build, activity level and type of activity (low impact vs high impact) are unknown. The device history records for this component were reviewed and found to be conforming. Due to insufficient evidence, no engineering analysis can be completed at this time. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that since the device was implanted after a fall in 2008, the patient has had severe pain and was revised in 2010, due to a broken device.